Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Patient ages: 27-60 years old. Is photo available of patient reaction? No. What was the procedure date? Various dates 1-2 weeks prior to reported incidents. What date /day post op was the reaction noted? At first visit post op. Please describe how was the adhesive applied: dr stated that it was applied in the same manner as usual, no difference in application technique. What prep was used prior to, during or after adhesive use? Usual, choraprep. Was a dressing placed over the incision? Yes. If so, what type of cover dressing used? Tegaderm. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Unknown if patient was hypersensitive or allergic to cyanoacrylate or formaldehyde. Is the patient hypersensitive to pressure sensitive adhesives? Unknown if patient was or not. Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? No. Patient demographics: initials / ID, gender, age or date of birth; bmi: female between the ages of 27 and 60. Patient pre-existing medical conditions (ie. Allergies, history of reactions): unknown. Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Unknown. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Dr stated ¿very likely¿. Product lot of product used? Submitted during initial pc call (unknown). Current patient status: all doing well. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Dr. Stated ¿dermabond¿. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information provided: surgeon cleans with saline, prep with chloraprep, wait 3 min, physician assistant applies. Females, oncology patients, 1st and 2nd stage breast reconstructions. Possible prior use of adhesive. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Is photo available of patient reaction? What was the procedure date? What date /day post op was the reaction noted? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Product lot of product used? Current patient status. What is the physician¿s opinion as to the etiology of or contributing factors to this event? No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a breast reconstruction procedure on an unknown date in (B)(6) 2024 and topical skin adhesive was used. Post op, the patient returned within the same week with fairly significant reaction to the adhesive. Patient was prescribed a medrol pack (methylprednisolone). Patient is currently doing fine. Additional information has been requested.